Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The iol remains implanted in the patient and is therefore unavailable for evaluation.

Event description:
The patient presented with decreased visual acuity one month after cataract surgery with implantation of the crystalens in the right eye. The patient was diagnosed with cystoid macular edema and the fluorescein angiography revealed slight macular edema extending from the top of a branch vein occlusion (located inferior to the right macula). The bvo was noted preoperatively. The patient was treated with topical steroid & nsaid gtts and intravitreal injection of kenalog. The physician believes the cme is secondary to the bvo and not to the crystalens, however the event is being reported conservatively.